Manufacturer narrative:
The iol was not received for analysis. The cause of this event reasonably suggests it is not manufacturing related but instead user related. The iol met all manufacturing specifications prior to release. An update to this report will be submitted if lens is received for analysis. Device not received.

Event description:
It was reported the intraocular lens was explanted 18 days after the initial implant without complication. Reason stated was that the patient's vision was not good, and the iol was changed to a higher power.

Event description:
The patient reported that the infusion device delivered 20 units of insulin instead of the intended 2 units of insulin. The patient became unconscious. The patient was in the hospital at the time of the incident for other reasons, and he received immediate assistance (type of treatment not provided). His blood glucose measured 1.6 mmol/l (29 mg/dl). He stated, he is unsure if he incorrectly programmed the insulin amount or if the infusion device delivered the amount incorrectly. No further information is available. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The intraocular lens (iol) was received and measured correct for diopter as labeled, 12.0 d. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol.